Event description:
A malfunction was reported with the customer's pump, which displayed a malfunction 24 code. There was no adverse impact on the customer¿s blood glucose level. The customer will use multiple daily injections (mdi) as a backup therapy until a replacement pump with updated software is received. Tandem technical support is sending a replacement, and instructions on handling both the current and new pumps were provided. The customer understood and acknowledged all instructions, including the prompt return of the faulty pump.